Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell and fold creases. A weight test of the device was completed and the device was found to be underweight. A microscopic analysis was performed which identified a sharp broken edge crease opening, stress marks, and wear abrasion. Based on the device analysis the final assessment was a sharp broken edge crease opening in the posterior side assessed as fold flaw opening.